Event description:
It was reported that the patient was unable to adjust stimulation. The patient was able to clear the power on reset message on their programmer and normal function resumed.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(4) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).